Event description:
Approximately three years and two months post hvad implantation this patient reported that his batteries switched ports when they were "not empty". The batteries were replaced, and have been returned to the manufacturer for evaluation. There was no reported patient injury.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. All three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events. Analysis of the devices revealed that the devices met specifications. All of the batteries passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. No additional information will be forthcoming.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This event is currently under a company directed corrective action investigation. Our risk assessment for this issue remains unchanged at this time. Complaints of this nature will continue to be closely monitored to ensure that the ventricular assist system functions as intended and to assess the effectiveness of the company directed corrective action.